Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced migraine headaches, fatigue and shortness of breath. The patient also reported their device is nearing recommended replacement time (rrt) following eleven years in service. The patient also reported that "one of their leads isn't working." The implantable pulse generator (ipg) and rv lead remain in use. No further patient complications have been reported as a result of this event.